Event description:
Event description cpi received information that the abdominally implanted implantable cardioverter defibrillator (ICD) reverted to a one-zone only device and would not respond to a magnet. The duration measurement recorded ??? And the model and serial number was missing. It was further reported that the ICD was not programmable and a 'possible device malfunction' message was displayed on the programmer screen. During the replacement porcedure of this ICD it was noted that the insulation of the rate-sensing portion of the chronic lead was fractured where the silicone meets the termainl pin. The lead was capped.